Manufacturer narrative:
The device subject of the reported event was discarded by user facility personnel and is not available for evaluation. Without the return of the device a root cause could not be determined. The steris territory manager performed in-service training on the proper use and operation of the infinity ercp sampling device following the reported event. The device history record for the subject lot was reviewed and no abnormalities were noted. A complaint review was conducted and confirmed the event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the brush to their infinity ercp sampling device "snapped out of the catheter". The doctor immediately removed the component with a snare and the procedure was completed successfully. No report of injury.